Manufacturer narrative:
Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4) - no code available (therapy/non-surgical treatment, additional). The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter broke, however the guide catheter fragments remained within the push catheter. The stent however was removed with a snare and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.